Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at about 10 atmospheres for a few seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was good condition post-procedure.